Event description:
It was reported that there was power interruption to the pump for 3 days. No reported damage to the pump or the battery cap.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: visual inspection revealed no damage to the battery compartment; the battery cap is stripped and will not fasten securely to the pump. A test battery cap was used to complete investigation. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, investigation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.